Manufacturer narrative:
Correction to the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was k0218. The cup did not open or close. There was brown foreign material attached to the linkage mechanism. After removing as much of the foreign material as possible and applying lubricant, the cup were able to open and close smoothly. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. Process inspection sheet. Quality inspection sheet. Omsc assumed that the event caused by a combination of foreign material adhesion and insufficient lubricant application. The adhesion of foreign material may have been caused by insufficient cleaning, or by insufficient cleaning due to the passage of time after use. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility the cup was stuck and did not open at preparation for use. The subject device was returned to omsc for evaluation. The omsc confirmed the following event on (B)(6) 2021 and determined that it was an medical device report (MDR) reportable event. Cup opening / closing failure due to foreign matter. There was no report of patient injury associated with the event.